Manufacturer narrative:
According to our field service engineer, the software version was updated to a higher version. After the upgrade, the customer performed preventive maintenance on the ventilator. Previous investigations of similar events have shown that flash memory on the breathing control pcb on rare occasions may get stuck in a way that requires a power cycle (cold start) to resolve. Measures to prevent this have been developed and are implemented in software version 4.4. A field action to upgrade the software began in june 2022. The root cause to the reported issue could not be established by this investigation as the issue was not reproduced. Based on the information above this complaint will be closed.

Event description:
It was reported that the ventilator generated technical error code indicating disabled valves, ventilation error and communication error. There was no patient harm. Manufacturer's ref. (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # and h4 manufacture date was required. D1 - brand name: - previous brand name: servo-u, - corrected brand name: base unit servo-u. D4 - version or model #: - previous version or model #: servo-u, - corrected version or model #: 6694800. D4 ¿ unique identifier (UDI) #: - previous unique identifier (UDI) #: missing. - corrected unique identifier (UDI) #: (B)(4). H4 ¿ manufacture date: - previous manufacturing date: 03/03/2016. - corrected manufacturing date: 03/01/2016.